Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a button error alarm with the customer's insulin pump. It was reported that the customer's blood glucose levels were unknown. The customer was advised to discontinue use of the device. The insulin pump is being returned for analysis and replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a broken belt clip slot and cracked battery tube threads.